Event description:
After stapler used, tissue removed from tip of device. Md noted 2 plastic rings on either side of specimen. Md did not recall having 2 rings in the end of the device on previous product use. Confirm with mfg if this is configuration. Two of past three devices or procedures, the anastomosis leaked after stapling.